Event description:
It was reported that high out of range hv lead impedance was observed. Change hv vector configuration was recommended.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
New information notes that previous vector changes were made. High out of range hv impedance is now seen on the rv-can vector. The physician will continue to monitor the lead.